Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when injecting contrast in one way, it was coming out in the other. Not reaching the patient and wetting the patient and stretcher. The situation was observed for 3 different episodes. What is the date of the incident? 12-01-2026.